Event description:
It was reported that one day post implant there were low p waves on the right atrial (ra) lead. No undersensing was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.